Event description:
During a follow up with the home patient (hp)'s caregiver (cg) regarding the alarm, it was revealed that the issue was resolved, but she did not know the cause of the alarm. Per cg, there were no loose connections, disconnections or defects on the supplies. The cg stated that the hp had discussed the alarm with his nurse. Per cg, hp did not have any injury or harm as a result of this incident. The cg stated that hp is doing fine and continuing therapy without issues. The cg did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for the system error (air in line) 2240 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2 of 4. The home patient (hp) stated that he was still connected to the hc machine and was asleep when the alarm occurred. The technical service representative (tsr) explained the alarm to the hp and assisted to disconnect from hc cycler and remove cassette. The tsr advised the hp to contact his nurse about missed therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.